Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose (bg) was 600 mg/dl. Reportedly, customer fell and "blacked out" and customer's daughter picked the customer up. Bg was addressed with manual injections. The supplies were changed and insulin delivery was resumed.